Event description:
It was reported that a software error was detected on the pump, identified by the malfunction code malf 15. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue, and advised contacting them again if the problem persisted.